Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported PICC line that broke just before the bracket to the statlock. A little unclear course of events if something happened after the change at vc. Does not seem like anyone cut in it and can not read about any kink on the tube before it went off. Placed in october. Discovered when patient came to treatment so no chemotherapy given in the broken PICC. Drawn without remark.

Event description:
It was reported PICC line that broke just before the bracket to the statlock. A little unclear course of events if something happened after the change at vc. Does not seem like anyone cut in it and can not read about any kink on the tube before it went off. Placed in october. Discovered when patient came to treatment so no chemotherapy given in the broken PICC. Drawn without remark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed just distal of the molded joint. The split appeared irregular. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split confirmed an irregular fracture surface. The fracture surface was dull and coarsely granular. Discoloration was observed in the vicinity of the split. The fracture features and tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that securement, access and maintenance techniques may have contributed.